Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
The patient was enrolled in the eminent clinical study. It was reported that restenosis occurred. The index procedure was performed on (B)(6), 2017. The target lesion was located in the the left mid superficial femoral artery (sfa). The target lesion was 70% occluded, had a 4.43 mm and a 4.74 mm reference vessel diameter proximally and distally and a total length of 40 mm. Pre-dilation was performed with using a 5.5 mm balloon followed by implantation of a 6x40mm eluvia stent. Post-dilation was performed using a 5.5 mm balloon. Residual stenosis was 0%. The patient underwent hospitalization on (B)(6) 2019 due to scar complications of the left foot. Angiography revealed restenosis of the distal edge of the stent. Medication was administered, and angioplasty and implantation of a new stent in the left superficial femoral artery was performed. Final stenosis was 0% visually estimated. It was further reported that on january 7th, 2019 that medication was administered, and angioplasty and implantation of a new stent of the target lesion was performed, due to new re-stenosis of the distal edge of the index procedure stent.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
The patient was enrolled in the eminent clinical study. It was reported that restenosis occurred. The index procedure was performed on (B)(6) 2017. The target lesion was located in the the left mid superficial femoral artery (sfa). The target lesion was 70% occluded, had a 4.43 mm and a 4.74 mm reference vessel diameter proximally and distally and a total length of 40 mm. Pre-dilation was performed with using a 5.5 mm balloon followed by implantation of a 6x40mm eluvia stent. Post-dilation was performed using a 5.5 mm balloon. Residual stenosis was 0%. The patient underwent hospitalization on (B)(6) 2019 due to scar complications of the left foot. Angiography revealed restenosis of the distal edge of the stent. Medication was administered, and angioplasty and implantation of a new stent in the left superficial femoral artery was performed. Final stenosis was 0% visually estimated. It was further reported that on (B)(6) 2019 that medication was administered, and angioplasty and implantation of a new stent of the target lesion was performed, due to new re-stenosis of the distal edge of the index procedure stent. It was further reported that the event is currently assessed as resolved with sequelae on (B)(6) 2019 (date of discharge from the hospital).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
The patient was enrolled in the (B)(6) clinical study. It was reported that restenosis occurred. The index procedure was performed on (B)(6) 2017. The target lesion was located in the left mid superficial femoral artery (sfa). The target lesion was 70% occluded, had a 4.43 mm and a 4.74 mm reference vessel diameter proximally and distally and a total length of 40 mm. Pre-dilation was performed with using a 5.5 mm balloon followed by implantation of a 6x40mm eluvia stent. Post-dilation was performed using a 5.5 mm balloon. Residual stenosis was 0%. The patient underwent hospitalization on (B)(6) 2019 due to scar complications of the left foot. Angiography revealed restenosis of the distal edge of the stent. Medication was administered, and angioplasty and implantation of a new stent in the left superficial femoral artery was performed. Final stenosis was 0% visually estimated.